Manufacturer narrative:
(B)(4). The certified third party service technician replaced the pisco connector to correct the reported issue regarding an oxygen leak.

Event description:
The customer reported that the ventilator has an oxygen leak. The customer also reported that there was no patient associated with this complaint.